Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported the adjustable pressure limiting knob was damaged requiring the clinician to push down on the knob in order to operate manual ventilation. There was no report of patient involvement.